Event description:
The pt reported the battery cover on her insulin infusion device is stuck due to her using a coin to remove the battery cover. She stated she lost her battery tool and the cover is stripped. She said she woke up this morning with her device giving a low battery message and was unable to change the battery. She stated she had an elevated blood glucose reading of 379 mg/dl with her normal range being 70-160 mg/dl. Symptoms were extreme thirst and aggravation and she treated her reading by injecting insulin. The pt was assisted in setting up her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.